Event description:
A customer reported a disconnection involving the one-link catheter extension set. According to the report, the tubing disconnected catheter set, resulting in approximately 20cc's of blood loss. There was no patient injury or medical intervention associated with this event outside of the loss of blood. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. The initial visual inspection confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.